Manufacturer narrative:
The field service engineer replaced the front bezel to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Event description:
The customer reported the nav ring is not working. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed that the settings changes can still be made via the touch screen. The remote service engineer (rse) dispatched to field per field change order recall.